Manufacturer narrative:
Product event summary: manufacturer's analysis found that the ventricular-channel testing of the external pulse generator (epg) exceeded perception; the printed circuit board (pcb) was damaged. Per request by the customer, the epg will be sent back. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned for testing subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.